Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse connected the power cable to the doco and started the system and it functioned as expected. The fse confirmed communications errors in the log files. The fse cleaned the personality module vision acquisition board and reseated all the cable connections. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion. The system was unavailable after the start of a surgical procedure (first port incision) and the surgeon decided to abort the procedure post anesthesia and port placement with no reported injury. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, error 252 occurred pointing to the double camera controller (doco). The procedure was aborted post anesthesia and port placement. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information. The system was started up prior to surgery with no issues identified. The error occurred during the first trocar placement for the camera. The customer contacted the fse and provided troubleshooting to check the power and video cables and restarted the system; however, the issue persisted. The customer made the decision to abort the procedure post anesthesia and port placement.